Event description:
Rptr states 4 large red lumps (tender to touch) appeared on both shins, 2 on each shin, without any previous injury. 05-94 rptr insisted her plastic surgeon remove her silicone gel implants which he did not diagnose as a source of her fatigue, red lumps, etc. Upon removal he found the right implant had ruptured; left not ruptured. (Implants surgically placed 6/89). Severe fatigue continued, she worked parttime 12/94-2/95. She stil has headaches, sleep disturbance, polyneuropathy as diagnosed by rheumatologist. Her future health remains questionable at best.